Event description:
Pt was revised to address threat of infection.

Event description:
It was reported that before a hepatectomy procedure, as the nurse opened the sterile package, it was noticed that the seal cap was torn. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the iris torn. The tear initiated near to the upper inner ring and spiraled to the lower ring. No conclusion could be reached as to what may have caused the found condition of the iris. It should be noted that the accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.